Event description:
It was reported that the device could not be interrogated and was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of the inability to interrogate the device was confirmed in the laboratory and was due to a low battery voltage. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the battery depletion could not be determined.